Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver does not boot up and is re-initializing continuously. The receiver was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.